Manufacturer narrative:
This report is for an unknown synthes zero-p spacer./unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: chen, h. Et al (2018), short-term outcomes of anterior fusion-nonfusion hybrid surgery versus posterior cervical laminoplasty in the treatment of multilevel cervical spondylotic myelopathy, vol. 116, pages e1007-e1014 (china). The purpose of this present retrospective study is to evaluate the clinical and radiologic outcomes of anterior hybrid surgery for patients with csm of = 3 disc levels compared with posterior laminoplasty. Between january 2014 and december 2015, a total of 105 patients were included in the study. These patients were divided into two groups; anterior fusion-nonfusion hybrid surgery (ahs) group with 48 patients and posterior cervical laminoplasty (pcl) group with 57 patients. The ahs group consists of 26 males and 22 females with a mean age of 50.7 years (range, 33-68 years). 31 patients from ahs group who underwent anterior cervical discectomy and fusion (acdf) in combination with cervical disc replacement (cdr) were implanted with an unknown synthes zero-p cervical interbody fusion cages. The posterior cervical laminoplasty (pcl) group were treated with the competitor¿s device. The mean follow-up time was 19.5 months (range, 12-14 months). The following complications were reported as follows: 2 patients developed new onset of postoperative kyphosis. 10 patients had dysphagia. 4 patients had hoarseness. 3 patients had csf leakage. 4 patients had postoperative infections. 1 patient had c5 palsy. 1 patient had graft displacement. 2 patients had heterotopic ossification. 3 patients had axial pain. The article did not specify which patients in the ahs group these scores represent. Final joa scores - 14.8. Final vas scores - 2.25. Final ndi scores - 11.6. 3 patients had subsidence. This report captures three (3) patients who had subsidence. This report is for an unknown synthes zero-p spacer. This is report 3 of 3 for (B)(4). A copy of the literature article is being submitted with this medwatch.